Manufacturer narrative:
Concomitant products: ID#: cev647b5 blue tube, lot # 130401; ID#: cev625h bipolar insert, lot# 130601. (B)(4). Three instruments were returned for repair. The electrical tests performed on this handle failed. The handle is on short circuit. After disassembly, it appears that there is a burn area next to a screw thread. The short circuit is due to the formation of an electric arc inside the handle. The origin is most likely to be the presence of residual humidity or tissues/blood because of an abnormal use or a lack of drying/cleaning. Considering the location of the electric arc, the risk of burn for the patient or the user is weak. The blue tube was evaluated and no issue was detected; the instrument met manufacturing specifications. The bipolar insert was evaluated and passed electrical testing but a crack was visualized on the ceramic segment. The ceramic segment was replaced. The instruments were all tested to manufacturer product specifications and returned to the customer.

Event description:
The instrument was returned for repair with reported ¿does not work¿. Evaluation of the device found the instrument failed electrical performance testing with evidence of a short circuit inside the handle. There was no report of injury as a result of this malfunction.